Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed. One 4fr s/l powerpicc solo was returned for investigation. The catheter had been trimmed between 38 and 39cm depth mark. The PICC was received with the stylet completely removed from the lumen. The stylet wire was bent at the proximal end of the septum on the t-lock extension set. A complete break existed in the polyimide tubing and the distal segment of the 3cg stylet that contains the epoxy tip was not returned for investigation. The polyimide tubing was bent in multiple locations and broken. The break in the core wire was located just distal to the break in the polyimide tubing. The broken end of the polyimide tubing appeared uneven and granular. The wall thickness of the polyimide tubing was within specification. It was reported that an obstruction was detected during insertion. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redu0063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the insertion was taking place on the right arm of the patient with initially no difficulty. However when inserting the PICC and stylet there seemed to be an obstruction near the auxillary and they were not able to advance any further. They removed the stylet and there appeared to be a very obvious bend. Another successful attempt was then made to insert a new PICC into the opposite left arm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the insertion was taking place on the right arm of the patient with initially no difficulty. However when inserting the PICC and stylet there seemed to be an obstruction near the auxilliary and they were not able to advance any further. They removed the stylet and there appeared to be a very obvious bend. Another successful attempt was then made to insert a new PICC into the opposite left arm.